Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; (B)(6), 204-30-08 - stem extension 80l x10 mm; (B)(6), 204-32-08 - stem extension 80l x12 mm; (B)(6), 208-09-05 - cc stem ext adaptor 5 degree. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00905 and 1038671-2025-00397. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Implant date: (B)(6) 2016. Explant date: (B)(6) 2021. The devices were implanted for approximately 4 years, 6 months. Patient experienced prosthesis wear, instability, femoral loosening, patellar loosening, discomfort, synovitis, pain and distress. Post operative diagnosis: mechanical loosening. Revision of all components to other non exactech components. Upon opening the knee joint, the femoral component was noted to be grossly loose and this was easily extracted by hand. Similarly, the patellar component was totally loose and easily pried off of the remaining patellar bone stock. Sterile dressings were applied and the patient was extubated in stable condition.